Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 5.2, lab-inr: 3.6.

Manufacturer narrative:
Root cause analysis: per tech services, pt was on lovenox a couple months ago; did not know if changed any medications; pt has deep vein thrombosis; customer performed a self test and obtained a normal inr value. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter-inr: 5.2, lab-inr: 3.6, mean: 4.4, confidence-limits: 2.5 - 6.5. Summary: end-user reported accuracy discrepant test result. Pt info was not known. Normal donor test was valid. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned.